Event description:
Related manufacturer report number: 2017865-2023-14442, 2017865-2023-14444. It was reported that noise resulting in oversensing was observed on the device, right atrial (ra) lead, and right ventricular (rv) lead. The device was explanted and replaced and the leads were capped and replaced to resolve the event. The patient was in stable condition. The suspected cause of the event was lead insulation damage on both leads, but this was not confirmed. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022 for a subset of devices distributed and implanted outside of the united states.